Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
The local materiovigilance responsible reported that a patient experienced sands of sahara syndrome (sos) grade IV on the left eye seven days after a bilateral lasik surgery. Patient presented a visual acuity decrease from 20/20 to 20/40. The pt was treated with lubricant eye drops and tobramycin+dexamethasone eye drops.